Manufacturer narrative:
(B)(4). Malibu is a height adjustable bath system equipped with an integrated lift. It was alleged by the customer that the carer heard a loud bang followed by sparks coming from the bottom of the bath. She fell backwards and landed on a chair opposite the bath. She suspected it to be an electric shock and she became semiconscious. A review of previous complaints shows no similar events. This appears to be an isolated case. An arjohuntleigh technician visited site to inspect the bath and concluded that the general condition of the bath is fair. No function test could be carried out as the mains had been disconnected by contracted electricians who were called on site to isolate. The technician specifically checked the baths for signs of an explosion or fire damage but there were no signs of this. The fuses were also intact and the handset was in good condition with no marks or signs of damage. He did found a bad connection on earth but the cable was not damaged or scorched. The technician documented the state of the cables and connections with pictures. He also recommended to have power resumed to do a full function test. The manufacturing site's technical support engineer for the malibu bath reviewed the pictures and descriptions documented by the technician. He stated that with the information presented he could not find any reason for the bath to malfunction as described. The only thing that could create such a spark is 230 v which is only in the mains cable, junction box and cable up to the control box. Everything else is 24 v. He suggested having an electrician to check the incoming mains cable and the cable between the junction box and the control box for any signs of damage. After which the electrician should perform an earth bounding test according to the maintenance and repair manual. An electrical investigation was performed at the customer site. Below is a description of the electrician's findings: "once the panels had been removed, I performed a physical inspection of all areas of the electrical system. I checked the physical appearance of the incoming electrical supply flex, and noticed that there were no signs of damage the whole length of the cable, from where it entered the room to the termination point on the bath. With the control box unplugged from the mains supply, I performed an earth continuity check from the bath frame through to the electrical supply point. I then performed an insulation resistance check between live, neutral and earth and all readings were at an acceptable high reading ensuring the supply flex was in good working order. There were no signs of any short circuit flash marks on any part of the bath, which is something I would have expected in light of what was reported. The bath was reinstated to working order and the operation was tested on numerous occasions." Regardless of several attempts made as described above we have not been able to duplicate nor confirm the described event. There are no signs of any deficiency of the device. No malfunction could be found on the bath caballing or handset and no signs of the described event could be found. The bath has been inspected, function tested and put back into use. The root cause of the event does not appear to be related to the bath. This unit with serial number (B)(4) was manufactured and tested june 18, 1999 and is of the model ajb7410-04. Please note that this bath is now 14 years old and has by far exceeded its expected lifetime of 10 years. It can be concluded that the device was being used for treatment (bathing) at the time of the event. It cannot be confirmed that the device failed to meet its specification at the time of the event. It cannot be confirmed that the device caused or contributed to the event.

Event description:
Malibu is a height adjustable bath system equipped with an integrated lift. It was alleged by the customer that when the carer was finished cleaning the resident she started to lower the bath. When it got near to its bottom limit she heard a loud bang followed by sparks coming from the bottom of the bath and she dropped the hand control for the bath. She fell backwards and landed on a chair opposite the bath. She suspected it to be an electric shock and she became semiconscious. Emergency services were called via 999. No treatment was given by staff at the home. Carer was taken to the hospital for some checks and was released approximately 3 hours later with no problems, injuries or burns.